Event description:
Patient was revised to address aseptic loosening of asr cup. It was noted that the patient had fallen one year after primary surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.